Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was measured with retention strips. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 44, 43, 43 mg/dl, level 2 ¿ 306, 302, 299 mg/dl . All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
Device requested but not available for return.

Event description:
The customer initially complained that accu-chek inform ii meter serial number (B)(4) (meter a) would shut off when the scanner button would be activated. The customer also complained of questionable glucose results for 1 patient tested with meter a compared to another accu-chek inform ii meter serial number (B)(4) (meter b). At 17:22, the result was "hi" from meter a. This indicated the result was >600 mg/dl. At 17:23, the result was 517 mg/dl from meter a. At 17:32, the result was 249 mg/dl from meter b. The glucose result of 249 mg/dl from meter b was deemed to be correct and treatment was provided based on this result. There was no allegation of an adverse event. The meter and test strips have been requested for return. The test strips were not available for return. The investigation is currently ongoing.